Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The product involved in the reported incident was not returned to one of our b. Braun facilities, however a review of the logs was performed and the review indicated that the reported issue was not confirm. Results of the lof review are as follow: dosetrac shows on 3/19/2023 and 7:57am a dexmedetomidine infusion start of 20.62ml/hr and 80ml. At 11:42am vtbi was changed to 20ml, and at 12:41am pump entered 10ml/hr kvo for a volume delivery of 96ml. At 12:43pm vtbi was changed to 100ml.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The product involved in the reported incident was not returned to one of our b. Braun facilities, however a review of the logs was performed and the review indicated that the reported issue was not confirm. Results of the lof review are as follow: dosetrac shows on (B)(6) 2023 and 7:57am a dexmedetomidine infusion start of 20.62ml/hr and 80ml. At 11:42am vtbi was changed to 20ml, and at 12:41am pump entered 10ml/hr kvo for a volume delivery of 96ml. At 12:43pm vtbi was changed to 100ml.

Event description:
As reported by the user facility: patient was on 1.2mcg of precedex- (pt. Was intubated) volume of precedex was low - IV pump changed rate to 10ml/hr. Kvo mode - pump was alarming and rn came in when pump was alarming - patient started waking up and reaching for the ett - rn increased vtbi & hung new bag of medication.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.